Event description:
It was reported a pediatric patient case of alcl experienced respiratory failure on ett with ventilator. The patient was on f/c no.10 connected to a unometer. The patient returned on (B)(6) 2022 and it was discovered that the urine was low and I/o positive. On (B)(6) 2022, at 7:00 am, the doctor ordered lasix 15 mg IV. After receiving lasix, the patient was found to have severe urinary pain but no urine flow in the unometer. The user tried milking the line, causing the urine to flow down resulting in a volume of 50 ml. Collection with the unometer was noted to be quite difficult. As a result, a syringe was used to suck the sample port to collect the sample for examination and then poured into the urine measuring cylinder resulting in a volume of 580 ml. This method was used each time to record hourly urine output. Frequent use of the sample port then caused the urine to leak. On (B)(6) 2022, it was replaced, however, the new unometer still encountered the same problem even after moving the tube and moving the patient. This continued (urine does not flow) until after 3:00 p.m. On (B)(6) 2022. The doctor then removed the unometer but the foley catheter remained. A kidney bowl was then used to drain urine from the foley catheter without incidence. It was then noted that there might be a problem with the unometer.